Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Unit was received with missing end cap sticker and cracked reservoir tube lip. Noted during visual inspection.

Event description:
Customer reported that she had high blood glucose and that the insulin pump drive support cap is sticking out and alarming motor error. Nothing further was reported.